Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring urinary incontinence and urethral atrophy was confirmed during the procedure. A surgical revision was performed in which the cuff was downsized. There were no further patient complications reported.

Manufacturer narrative:
(B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring urinary incontinence and urethral atrophy was confirmed during the procedure. A surgical revision was performed in which the cuff was downsized. There were no further patient complications reported.